Event description:
It was reported that the bd micro-fine¿ plus insulin syringe experienced insufficient cannula length. The following information was provided by the initial reporter: one syringes needle point is shorter than the other.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿ plus insulin syringe experienced insufficient cannula length. The following information was provided by the initial reporter: one syringes needle point is shorter than the other.